Event description:
It was reported that during implant the lead was connected to the implantable cardioverter defibrillator (ICD) several times but there were issues with obtaining sensitivity readings. A connection issue with the header or a set screw issue was suspected. The device was removed and when the lead was connected to a new device it worked fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. It was noted that there was a set screw with a rounded socket.